Event description:
The plaintiff's atty alleges that the pt experienced a myocardial infarction and expired on the same day as a result of exposure to naturalyte and/or granuflo administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.